Event description:
It was reported that the patient experienced a driveline communication fault. It was noted that their modular cable was well worn. Log file analysis confirmed a driveline communication a fault on (B)(6) 2023. It was later communicated that the controller and modular cable were exchanged. Related controller MFR: 2916596-2023-06349.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. The reported event of damage to the modular cable was not returned for analysis. The submitted system controller event log file contained approximately 18 days of data ((B)(6) 2023 per the timestamp). The log file captured a driveline communication fault alarm on (B)(6) 2023 from 06:58:28 to 09:56:26 due to a com_a_fault. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The modular cable was not returned for analysis. Additional information provided communicated that system controller was exchanged; however, it was not stated if exchanging the controller resolved the issue. It was stated that no products would be returned for analysis. It was also noted that no photos of the damage to the modular cable are available for review. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.